Manufacturer narrative:
Argus case (B)(4).

Event description:
Multiple broken noses [broken nose]. This case was reported by a consumer via call center representative and described the occurrence of broken nose in a patient who received breathe right nasal strips (breathe right (unknown)) nasal strip for product used for unknown indication. Concurrent medical conditions included septoplasty (botched). On an unknown date, the patient started breathe right (unknown). On an unknown date, an unknown time after starting breathe right (unknown), the patient experienced broken nose (serious criteria gsk medically significant). The action taken with breathe right (unknown) was unknown. On an unknown date, the outcome of the broken nose was unknown. It was unknown if the reporter considered the broken nose to be related to breathe right (unknown). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. It was reported that patient had multiple broken nose and botched septoplasty. Patient had some funny looks but had to wear them to work.